Event description:
The customer reported the image quality was degraded to the point where the system was unusable and they completed the procedure with another c-arm. There is no report of patient injury or death.

Manufacturer narrative:
A ge representative evaluated the system and reseated power supply circuit boards and connectors. The system operates as intended.